Event description:
The generator was replaced. The explanted device has not been received to date. No further relevant information has been received to date.

Event description:
The physician suspects that the patient's battery depleted prematurely. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.